Event description:
After the cut was made the surgeon attempted to remove the loop from the patient and was unable to due to the tip of the unit had dislodged and prevented the passage through the trocar. Both the loop and the trocar were removed from the patient at the same time so the surgeon could use his fingers to feed the tip back through trocar.